Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Fourteen events were reported for this quarter. Fourteen devices were received for evaluation. Thirteen events were confirmed during testing. Seven devices were found to be affected by corrosion. Six devices were found to be affected by a damaged trigger assembly. One device evaluation is in progress. Thirteen devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device had run-on. Eleven events had no patient involvement; no patient impact. Three events had no known patient involvement or patient impact.

Event description:
This report summarizes 14 malfunction events in which the device had run-on. 11 events had no patient involvement; no patient impact. 3 events had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale: corrected data: 1 previously reported event is included in this follow-up record. Product return status: 1 device was received for evaluation.  Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by a corroded trigger assembly.   Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.